Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin breakdown where sensors. Breakdown is mid abdomen area, skin looks dry and flaky as if sensor has been rubbing, one side by breast is a bruise and it has the electrode outline, same with the other side with red and pink in the area. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse has been tending to the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.